Manufacturer narrative:
The product in complaint was not returned to the manufacturer for evaluation. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a (B)(6) male patient underwent a right transaortic artery revascularization (tcar) procedure. When the physician arrived at the hospital the day after the procedure to discharge the patient, it was discovered that the patient had suffered an embolic stroke in multiple lobes. Cta scan of the brain was performed which showed that the stent was patent. No additional details were provided.